Event description:
Manufacturer's representative reported the lancet needle will not retract after firing in the multiclix lancing device. No accidental stick with a lancet was reported. A request was made for the return of the suspect device and replacement product was sent.